Manufacturer narrative:
It was reported that prior to the event, the patient had received steroid injections and subsequently experienced blood glucose elevations that did not resolve with supplemental insulin injections. The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and insulin delivery accuracy.

Event description:
It was reported that the patient passed away. The death certificate listed the following causes: immediate cause of death - anoxic encephalopathy, cardiac arrest, dka. Other significant conditions contributing to death but not resulting in underlying cause - morbid obesity, peripheral vascular disease, diabetes mellitus.